Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. The sheath was leak tested and failed. During leak testing, the faradrive sheath was observed to leak during positive pressure testing and failed to seal vacuum pressure within the sheath. Inspection of the hemostatic valves found the hemostatic valves to be torn on the inner face by the opening slit, compromising the hemostatic valves' ability to seal pressure or fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After taking out the farawave catheter after a successful ablation, air bubbles were noticed inside the sheath. The physician successfully aspirated all the bubbles and went back again with a mapping catheter. After this, a blood leak was noticed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory for analysis. It was further reported that no abnormalities were noted during preparation or use of the sheath. The guidewire was at approximately the tip of the catheter when they inserted the farawave into the sheath. A non-boston scientific mapping catheter, the farawave catheter and faradrive sheath were inside the sheath with the air was observed. The sheath was irrigated via a pump at a 100ml/hour flow rate. No air was seen in the patient.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After taking out the farawave catheter after a successful ablation, air bubbles were noticed inside the sheath. The physician successfully aspirate all the bubbles and went back again with a mapping catheter. After this, a blood leak was noticed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where its waiting for analysis.